Event description:
1026: rn hung chemo (abraxane), attached the secondary tubing (from the pharmacy) to the clave on the primary line. As soon as rn opened the clamp on the secondary tubing, fluid leaked out from the spinning spiros. Rn was at chairside and immediately closed the clamps on the secondary tubing and turned off the plum pump. The liquid that leaked was milky white, resembles the abraxane. The abraxane bag, secondary and primary tubing were returned to the pharmacy and pharmacist nick notified. Pharmacy made a new bag of abraxane and had to waste the first bag. Upon hanging new bag, rn changed primary tubing as high likelihood of proximal occlusion.1223: rn hanging chemo (gemzar). Plum pump alarmed "proximal occlusion". Rn changed out primary tubing.